Event description:
The end user is noting that the PICC line during insertion and upon removal catheter felt "tight" and when catheter out it was noticed to be at 15cm and not the 18cm that it was cut. Dr notified. X-ray and confirmed remaining portion of catheter in vessel. Patient went to or for removal. PICC was removed and both portions shall be returned. The line was replaced, the patient did not suffer serious injury, and they are now stable.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.